Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for another lens model 2 months following the initial procedure. Additional information has been received that patient symptoms were resolved and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The product was returned for analysis. Iol returned in two segments inside plastic bag. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two. The reporter stated the replacement iol diopter was 19.5. The root cause for the reported complaint could not be determined. The exchange from a 18.5 diopter iol to a 19.5 diopter iol may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).